Event description:
The customer reported that the device failed the pads/paddles ECG test during operational check. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The device was evaluated at philips and the symptom was clarified as the device failed the pads/paddles ECG test because the device would not recognize the therapy cable. The problem was isolated to the power pca. The power pca was replaced to resolve the issue. After passing all performance assurance tests the device was returned to the customer.